Event description:
A galileo instrument contained a previous version of the cmv assay (v 1.02). The appropriate version is v 1.05.

Manufacturer narrative:
The correct cmv assay file was loaded to the customer's instrument. It performed as expected. There are two main differences between the versions. There is a difference in cut off interpretation and a difference in the levels of control. In previous assay file version v 1.02 (20may04), 3 levels of control are expected, strong positive (+s), weak positive (w+) and negative (n). The newer version v 1.5 has 2 levels of controls, positive and negative. The interpretation cut off for positive is 43.5 to 99 in v1.02. The interpretation cut off for positive is 40.5 to 99 in v 1.05. There is a risk of reporting false negative cmv results if version 1.02 is loaded. If the version was loaded, any sample that demonstrates a reactive score between 40.5 and 43.5 (positive) could bee erroneously reported as negative.